Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 141 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspension of the event was 64 mg/dl and the suspend on low limit in sensor settings was 65 mg/dl. The sensor will not be returned for analysis.